Event description:
It was reported that this spinal cord stimulation (scs) system was revised due to an impedance on the lead and magnetic resonance imaging access (MRI). The patient is going good post operatively. Explanted device will not return due to facility policy.